Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, the plunger was stuck and could not be advanced on a proglide device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20f sheath and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The mechanical jam was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties cannot be determined. The subsequent treatments are related to circumstances of the procedure. Based on the returned analysis, the cause cannot be determined. It is possible that interference with tissue caused enough deflection to bind the posterior needle. However, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.